Event description:
The manufacturer was notified on (B)(6) 2016 that a patient who has perceval valve (pvs25) was death. The surgeon .has been faced with platelets decrease for the patients no more information was provided.

Manufacturer narrative:
The complete manufacturing and material records for the perceval s aortic heart valve, model icv1210 - pa9440a, were pulled and reviewed to confirm that this valve satisfied all material, visual, and performance standards required for a perceval s valve at the time of manufacture and release. Thrombocytopenia is known to occur commonly after open heart surgery, and is thought to be a multifactorial process, related to cardiopulmonary bypass, use of intra-aortic balloon counterpulsation, sepsis, and post transfusion purpura. Although the significance of thrombocytopenia remains controversial, even severe thrombocytopenia after surgical aortic valve replacement (savr) is thought in most cases to be associated with no adverse sequelae.